Event description:
Insertion difficulty - the "advancing needle (catheter) pulled out when the fast1 was extracted." (B) (4).

Manufacturer narrative:
Despite the incident happening in (B) (6) 2008, pyng medical was only informed of this incident in 03/2009. The device was discarded at the time and, therefore, cannot be returned, so a full investigation is not possible. Pyng medical was told that the "advancing needle (catheter) pulled out when the fast1 was extracted." In addition to this the only information provided directly was the date the incident happened and that the device was not retained at the time. There was no further information provided as to how the incident occurred or relating to the patient, because of hippa regulations. This includes information relating to the personnel involved in the incident. No conclusion can be made.